Event description:
According to the reporter: a suture needle broke whilst being used, leaving a section in the patient's pancreatic tissue. The surgeon attempted to retrieve the section, but was unsuccessful. Clinician feels that the patient will come to no harm.